Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14march2019. Ts recommended replacement of the touchscreen to resolve the issue. Ts contacted customer which stated that calibrating the touchscreen resolved the issue. Unit was returned to service.

Event description:
Customer contacted technical support (ts) stating that unit had touchscreen failure. The customer reported there was no patient involvement. Event date not specified; estimate used.